Manufacturer narrative:
The customer noticed that the cuvettes were partially overflowing and replaced the high concentration waste nozzle tubing. There were no additional discrepant results reported on (B)(4) after the tubing was replaced. The tbg. H.c. Nozzle b waste was determined to be the likely cause. Return testing was not completed as returns were not available. A review of service history for the architect (B)(4) did not identify any service or complaint issues that may have contributed to this issue. A review of the high concentration waste nozzle b tubing tracking and trending did not identify any trends associated with this complaint. A review of the architect system operations manual found labeling to be adequate for the complaint issue. A review of the architect tracking and trending did not identify any trends for the discrepant results described in the complaint issue. Based on the investigation no systemic issue or deficiency of the tbg. H.c nozzle b waste or architect c16000 analyzer was identified.

Manufacturer narrative:
Patient identifier: multiple,(B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased calcium results generated on architect c16000 analyzer for several samples. The following data was provided (units of measure = mmol/l): sid (B)(6) on (B)(6) 2019 initial result = 1.2717, repeat = 2.3344; sid (B)(6) on (B)(6) 2019 initial result = 0.9527, repeat = 2.3119. No impact to patient management was reported.